Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital (B)(4).

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. (Please refer to medwatch report sent by hospital (B)(6) (B)(4).

Event description:
Patient was in the or undergoing a total shoulder replacement surgery and was under anesthesia. Glenoid sphere implant was secured into place with hex screwdriver bit. When it was removed from the implant, the tip remained within the insertion hole. The patient remained stable (no apparent harm). The surgeon noted he was unable to remove. Post-op x-rays showed no loose hardware and all hardware was secure. The patient recovered well and no harm was apparent.